Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user's husband stated the seat is destroyed and needs to get a new seat because it is sagging down and she rests on the crossbraces. He said the seat is allegedly causing wounds on the back of her thighs to bleed and leak fluid and she is in agony all day, every day. Update from 01/13/2016 added by consumer affairs: end user contacted provider to order a seat and dealer had their information on file so they do not have the serial number to provide. There is no medical intervention reported and seat is being ordered through provider. No further information is available.